Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure but post pocket closure, the atrial lead threshold began to rise. The pocket was re-opened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.